Event description:
Bard 4fr single lumen PICC line leaking from the threads at the luer-lock hub of the catheter, making it un-usable, leading to repeat procedures to replace the device. Has been noticed 3 separate times with the same lot reft1242, ref: (B)(4). FDA safety report ID# (B)(4).